Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 5/11/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage. (B)(4). Note: black chemistry confirmed by r& d investigation conducted on 5/18/2017.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted in the meter. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-3. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 10/25/2017 and open vial date at time of call is two months. Adverse event not reported at time of call on (B)(6) 2017.